Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the seat frame is broken and consumer attempted to fix the issue himself.